Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0205786210, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter; product ID 8781, lot# 0207758268, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a questionable dysfunction of the pump and that a catheter occlusion occurred. The location was not known. A volume discrepancy was noted as the expected reservoir volume (erv) was 2 milliliters (ml) but the actual reservoir volume (arv) was 35 ml. The cause of the discrepancy was not specified. There was also report that they could not fill and could not aspirate with the 0205786210 catheter. Troubleshooting included a dye study, rotor/roller study and x-rays. As a result the catheter (0205786210) was replaced on (B)(6) 2014 and was discarded. However, after the replacement the problem was still the same as the new catheter, 0207758268, also had reported issues with filling and the inability to aspirate. Reportedly, they were able to aspirate the 35 ml and 40 ml out of the pump by a refill, but they could not flush or aspirate the catheter even after a replacement of the catheter. No further action had been done at the time of the report but was being planned. X-rays were done but this issue was not resolved nor the cause determined. The pump and catheter, 0207758268, remain implanted. At the time of the event the patient's status was reported as alive-no injury and it was unknown if there were any patient symptoms associated with this event. This device system delivered morphine. It was further reported that on friday, ¿(B)(6)¿ the pump pocket was opened and showed that the pump segment of the catheter was completely twisted (twiddler syndrome?). The pump segment was cut and revised with the revision kit and serial number "020787401." The patient was currently doing fine. It was further reported that the catheter revision that occurred on (B)(6) 2014 had not been reported to the representatives at that time. It was further clarified that the latest revision took place on (B)(6). At the time of this revision the pump was in the right position with the refill port upwards as it should. The pump was not fixated in the pocket but had been during the last revision of the pump segment of the catheter. This explanted pump segment was kinked and twisted and was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.